Manufacturer narrative:
(B)(4). Batch # p92u22. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). In addition the device was tested with the test media and no anomalies were found. No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The ¿reposition jaws and reactive¿ alert screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). However; no alert screens were displayed during testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device, to date the device has not been returned. Should the device be returned, a supplemental report will be submitted.

Event description:
It was reported that when activating the shears on the tissue, the generator presented the error message: "reposition the blades and reactivate the energy", the steps are repeated and the same error is presented again. This happens several times. In addition the jaws were blocked preventing their opening and it was also difficult to pass the blade. The surgeon tried to open the jaws by manually moving the trigger; it did not open. The device was not on vessel/artery. The removal of the device did not cause any damage. There was no delay in surgery. A replacement instrument was used to successfully complete the procedure. There was no patient consequence.